Manufacturer narrative:
(B)(4). A device analysis was performed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. However, the reported issue was confirmed through the sample evaluation. It was determined to be caused by a deteriorated piston foam. The piston foam was scrapped and the device was sent to service. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved.